Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Reportedly post procedure, a suture break occurred while pulling the rail suture of first proglide device positioned at 10 o'clock. The operator decided to opt for surgical intervention (cut-down) from cardio-thoracic vascular surgeon & closed the access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 health effect - impact code 4624 was removed.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Reportedly post procedure, a suture break occurred while pulling the rail suture of first proglide device positioned at 10 o'clock. The operator decided to opt for surgical intervention (cut-down) from cardio-thoracic vascular surgeon & closed the access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: the ¿surgical intervention (cut-down)¿ was referring to a simple cutdown (widening the nick and spread). No additional information was provided.